Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 25 occurred. Reportedly, the customer did not remove the cartridge during pumping. The customer's blood glucose (bg) was above 600 mg/dl. Reportedly, the customer addressed their bg with a manual dose injection. Customer was unable to clear the alarm and reverted to manual injections for insulin therapy.